Event description:
Caller reported a cartridge alarm 20 with their pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the caller¿s blood glucose level. The caller will use multiple daily injections (mdi) as a backup therapy and is interested in obtaining an out-of-warranty loaner pump.